Event description:
The patient alleged that there was a leak at the site of the blue clip of the administration set. The rate and dosage provided by patient were respectively 107 ml/hr and 1400 ml.

Manufacturer narrative:
A used administration set without verifying the above lot number was returned to (B)(4) moog for evaluation. There was a hole in pumping segment near the tubing guide. The complaint is confirmed.